Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer requested a bolus using the quick bolus feature; however, was only able to initiate and complete delivery using the quick bolus feature approximately 50% of the time. During troubleshooting with tandem technical support, the customer successfully delivered a quick bolus. Additionally, it was observed that the customer was holding down the quick bolus button for too long. Blood glucose level was 369 mg/dl. During a follow-up call, the customer reported continuing to experience difficulty requesting a quick bolus with the pump. Reportedly, the customer had manual injections available as alternate insulin therapy.